Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# unknown, implanted: (B)(6) 2010. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010. Product type: accessory. (B)(4).

Event description:
It was reported that the patient's left leg "just quit on them four days ago," and they thought they were "getting a tumor around the end of the device." It was noted that the patient had an MRI scheduled soon. The medication used within the system was dilaudid. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.